Event description:
Customer states that she is having trouble with her insulin pump. She states that the cannula comes lose from the reservoir and when this happens, she get air bubbles and does not receive a no delivery alarm. Customer was advised that her insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No excessive no delivery alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube and a cracked reservoir tube lip.